Manufacturer narrative:
(B)(4) follow up. It was reported there was a fiber inside the syringe body. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, five photos were provided for evaluation by our quality team. The photos show a vial, a syringe and packaging labeled as 'eylea-regeneron.' No other information could be obtained from the photos. A device history record review was completed for provided material number 305200, lot 1074204. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No adverse events or missed doses. Material # 305200. Batch # 1074204. It was reported by customer that the physician noticed a fiber inside the syringe body with the medication. Verbatim: rcc received a complaint via email. The physician noticed a fiber inside the syringe body with the medication. It is unknown if the fiber was present in the affected vial or if it was already present in the syringe prior to dose preparation. The affected product was not administered to a patient. No adverse event or missed doses were reported as a result of the reported event. The reporter has the affected product available for retrieval and is requesting a replacement for one eylea vial. Bd lot: 305200 / 1074204.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305200, batch # 1074204. It was reported by customer that the physician noticed a fiber inside the syringe body with the medication. Verbatim: rcc received a complaint via email. Email(s) attached. The physician noticed a fiber inside the syringe body with the medication. It is unknown if the fiber was present in the affected vial or if it was already present in the syringe prior to dose preparation. The affected product was not administered to a patient. No adverse event or missed doses were reported as a result of the reported event. The reporter has the affected product available for retrieval and is requesting a replacement for one eylea vial. Bd lot: 305200 / 1074204.